Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022, and the day of adverse event reported post-procedure. Blocks h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of "renal pelvis perforation." Imdrf impact code f23 captures the reportable event of "prolonged tube drainage."

Event description:
It was reported to boston scientific corporation that a clear renal sheath was used for transitional cell carcinoma (tcc) left renal pelvis removal during a resection of tcc renal pelvis procedure performed sometime in (B)(6) 2022. Following the procedure, the patient experienced a renal pelvis perforation, which was managed with prolonged tube drainage. Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.